Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.